Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the go system (lot number and expiration date unknown). Reference medwatch report with (B)(6) for the suspect device used in the mobile system.

Event description:
Customer received result of 464 mg/dl on the mobile system, and a result of 180 mg/dl on the go system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.